Manufacturer narrative:
No further information is available at this time. This report will be updated once additional information becomes available.

Event description:
Boston scientific received information that, during a routine follow-up appointment, it was noted this right ventricular (rv) lead had a pacing impedance measurement greater than 2000 ohms. No noise was noted. During the follow-up, several impedance measurements were taken, and the impedance was fluctuating. No adverse patient effects were reported.